Manufacturer narrative:
Multiple attempts were made to obtain more information about the subject and device. No further information after the initial report was obtainable by manufacturer .

Event description:
It was reported that a perforation occured in a patient. The patient was transferred to a hospital for surgery and remained for several days.